Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead was displaying high pacing threshold measurements. An x-ray showed that this lv lead had dislodged. The associated device was reprogrammed. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.